Event description:
It was reported that the apollo posted a ventilator failure during use. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate final report.

Event description:
It was reported that the apollo posted a ventilator failure during use. There was no detail in the report which would reasonably suggest that an injury may have occurred.

Manufacturer narrative:
The anesthesia workstation is almost 18 years old and not under a service contract with dräger. The hospital's biomed has reportedly replaced the so-called mobi- pcb which is the board that controls the display and the user interface and was seeking the assistance of dräger since he still got a ventilator fail alarm after the work performed. Dräger has received the original mobi- pcb and a log file. Unfortunately, the log file download was performed after the replacement of the mobi-pcb. During the exchange procedure, the board loses the electrical connection to the battery that buffers the memory chip. In consequence, all log file data gets lost. The device log entries start with the installation of the new mobi board. It can be seen that the first automatic power-on self-test was cancelled by user input. This explains the reportedly observed ventilator failure after exchange. Part of the initial self test after such ingress is that the device guides the operator per display prompt to remove the breathing system briefly from the device - this activity triggers the calibration of all sensors the device uses for self-monitoring. Due to abortion of the self-test, the user has not seen the notification and, the sensors haven't been calibrated. The device enters a non-functional state and posts the observed alarm then - with uncalibrated sensors the protection against potentially hazardous output is not given and, the start of a ventilation episode is blocked for safety reasons. The original mobi-pcb was installed into the periphery of a lab device and did not exhibit any deviations. Finally, the reason for exchanging the mobi is not clear since the error condition could not be duplicated and previous log information got lost. Dräger finally concludes the following: the one instance of ventilator failure that can be confirmed has occurred during service activities and not during patient use and was the consequence of use error (failure to follow instructions). It cannot be excluded that the initial decision to report this event was based on false understanding of the description and that the event is indeed not reportable.